Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the tissue pad melted and partially missing. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. This dmage occurs when there is metal-to-metal contact between the blade and the clamp arm. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a nephrectomy procedure, the teflon pad was loose, but it didn't peel off. Case was completed with a like product. There was no patient consequence. No further information is available.